Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified cartridge alarm intermittently occurred. Customer's blood glucose was 118 mg/dl. Multiple attempts were made to follow up to troubleshoot but tandem technical support was unable to reach the customer.